Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 62-year-old male patient with a history of tobacco use presented with complaints of chest pain and was diagnosed with a st-segment elevation myocardial infarction. While in the cardiac catheterization laboratory, the patient experienced a cardiac arrest, and an impella device was placed for mechanical circulatory support. Percutaneous transluminal coronary angioplasty was performed. The impella device was left in place, and the patient was transferred to the intensive care unit. While in the intensive care unit, the patient experienced episodes of ventricular tachycardia and suffered another cardiac arrest. Device migration was noted following chest compressions, and the impella device was repositioned. The patient continued to have cardiac ectopy and required additional chest compressions. A decision was subsequently made to explant the impella device. According to documentation, the patient was later noted to have thrombosis of the right lower extremity, which required thrombectomy and fasciotomy.